Manufacturer narrative:
This product is not marketed in the us. Work order search: no similar complaint type events were reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated that a 12.6mm, vicm5_12.6, -9.0 diopter, implantable collamer lens was found damage during loading the lens into the cartridge. There was no patient contact and a replacement lens was implanted sucessfully. Cause was unknown.